Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. In addition, it was reported that there was an alert indicating missing sensor values. The patient's blood glucose levels reached 400 mg/dl and ketones were 4.9 while wearing the pod between 5 and 24 hours. Symptoms reported include vomiting, dizziness and fatigue. The patient was given a blood and urine test and treated with fluids and insulin. The patient was released the following day. A new pod was applied.